Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer meshgraft ii failed to expand the skin. There was no report of injury or medical intervention associated with the incident.